Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues charging their ins. Pt stated the controller became blank and unresponsive and pt would reset the controller. Pt noted "both aren't working like they should". During the call pt confirmed the recharger telemetry module (rtm) was getting really warm when charging their ins. Pt attempted to charge their ins during the call and got no device found. Pt also got batteries low message when attempting to charge their ins. Their battery level didn't go below 50. Patient services (pss) attempted to clarify if it was the controller battery or ins battery that didn't go below 50 but pt was unclear. Pt stated during the call their controller was charging and it was at 100%. Pt stated 2 weeks ago it went all the way down to the triangle and it was working then but it wasn't working now; pt confirmed their stimulation was on. Pt also noted last night they charged to see if it would go below 50. During the call pt confirmed there was rattling in the controller. Pt noted the gold pin on the left side was not as shiny but they looked perfect. Pt confirmed controller battery was at 100% and their ins was at 80%. A replacement controller and rtm were sent out. No symptoms were reported.